Manufacturer narrative:
(B)(4). Date of implant - estimated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the patient was implanted with 3.0 x 28 mm absorb rx bioresorbable vascular scaffold (bvs) in (B)(6) 2016. The patient was experiencing angina symptoms and came to the hospital for treatment (B)(6) 2018. The quantitative coronary angiography image showed total occlusion in the left anterior descending coronary artery. Acute thrombosis was evident in the scaffold with optical coherence tomography images. The physician immediately performed an intravascular thrombus aspiration and then covered with a drug eluting stent 3.0 x 28mm at the original bvs position to complete the procedure. No additional information was provided.